Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: home monitoring system for rv showed low pacing impedance (< 200 ohms) and noise on the rv lead. Lead was capped.